Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving dilaudid (concentration 2 mg/ml, dose 0.5001 mg/day) via an implantable pump non-malignant pain. Patient's medical history was multiple neck and back surgeries. The event date was unknown. The managing doctor suspected a catheter problem due to a loss in targeted drug delivery effectiveness. A dye study was scheduled to be done on this report date. They were unable to aspirate the catheter at all, the dye study was cancelled and the patient was prepared for surgical intervention. Since she had a prior revision (see MFR report #3004209178-2016-19401), the doctor elected to replace the entire catheter. According to the report, on this report date the catheter was partially explanted and would not be returned as it was discarded by the customer. The doctor reduced the dose by 50% after replacing the system and priming the catheter. There were no factors that may have led or contributed to the issue. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿